Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle ten. The patient's ultrafiltration reading was 635ml, indicating the home patient (hp) drained 635ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.